Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent a sling procedure concomitantly with a laparoscopic bilateral salpingo oophorectomy due to stress urinary incontinence and pelvic pain. Approximately four months after implantation the patient experienced urinary incontinence during the night and bowel incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) due to pelvic pain at (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic bilateral salpingo-oophorectomy and diagnostic cystoscopy.

Event description:
It was reported that patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) due to pelvic pain at (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic bilateral salpingo-oophorectomy and diagnostic cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to ovarian cyst.